Event description:
A customer reported receiving an error message on her precision xtra/optium blood glucose meter. She reported experiencing the following symptoms: anxiety, lightheadedness, felt that there were pins and needles on her feet and ringing in the ears. She reported she lost consciousness and had seizures. The paramedics were called, however, she was not reportedly diagnosed or treated for hypoglycemia or hyperglycemia. The customer reported taking water to counteract the event which is not consistent with a regular diabetes regimen treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned. It is unknown if the customer is using precision link software.